Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. Unable to perform functional test or confirm operating currents due to blank display. Corroded battery cap contact, cracked battery tube threads, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and low battery alert. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was unable to troubleshoot for low battery because the battery did not come on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.